Event description:
Trying to insert 40cc balloon pump into pt. Balloon pump was zeroed by tone and message read fos signal weak on pump. Pump would not display a waveform. Balloon pump catheter removed, new catheter and balloon pump used and was successful.